Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown. Product type: catheter: product ID 8711, serial# unknown. Product type: catheter. (B)(4).

Event description:
The patient¿s healthcare provider reported that they were performing a ¿pump revision¿ on the patient. Further discussion revealed the surgeon was revising the catheter as well. The reasons for the revisions were unknown. No patient symptoms were reported. The medication used within the system was lioresal. The physician stated that, the ¿problem that you guys have is that you're ascenda catheter is not backwards compatible with your old catheter¿.

Manufacturer narrative:
(B)(4).

Event description:
Correction ¿ the reason for the revision was the patient was going to have a scoliosis procedure, so ¿they needed to move the catheter up to the cervical area and they were going to drop it down to the thoracic¿. The healthcare provider confirmed that there was no issue, and once the scoliosis surgery was done, that was when it was ¿going to do damage to the catheter¿. The surgeon stated they had to move the catheter before they did the scoliosis surgery.